Manufacturer narrative:
Title: antenatally detected congenital pulmonary airway malformations: the oxford experience source: european journal of pediatric surgery vol. 27 no. 4/2017, date published: oct 10, 2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used on bronchus and patient was required for a drain for four days due to a persistent bronchial air leak. This resolved spontaneously and the patient has remained well.